Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lad was faulty and was not implanted. The lead will be returned. No adverse patient effects were reported.

Event description:
Additional information confirmed that this case was previously submitted. Refer to the reference number 2124215-2016-20238 for the report.